Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. With review of the available information there was no evidence of any device malfunction or performance issues of the device that would impact the reported event. The medical team reported that the event was related to the patient's condition. There was no evidence provided regarding the source of the infection. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment and patient comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that the patient arrived to the emergency room (ER) via emergency medical services (ems) with a two-day history of fever and chills. The patient's maximum temperature was 100.1 degrees fahrenheit. The patient was admitted the hospital and seen by infectious disease (ID). Urinary and blood cultures were negative. Blood cultures taken on (B)(6) 2014 revealed clusters of gram-positive cocci. Daily intravenous vancomycin 1,250 mg was initiated, however, the patient's white blood cell count continued to trend upward. Repeat blood cultures were (B)(6). The etiology of the infection was unknown. There was no evidence of an infected wound or active cellulitis. Leukocytosis was considered resolved. Indium leukocyte imaging was performed. Anterior and posterior planar images obtained 24 hours post radiotracer administration were noted to be abnormal in the abdomen, likely due to patient's known crohn's disease diagnosis. Transesophageal echocardiography (tee) taken on (B)(6) 2014 showed no evidence of valvular vegetation. Retained leads were visualized and without vegetation. Nothing abnormal was seen on the left ventricular assist device (lvad) cannula. There was no evidence that the source of the infection was cardiac. The patient was treated with six week course of intravenous antibiotic therapy and suppressive oral antibiotics thereafter. Vancomycin troughs were checked on a weekly basis. A peripherally inserted central catheter (PICC) line was placed for home antibiotic administration. The patient was discharged home. The patient was noted to be doing well at a follow-up visit on (B)(6) 2014. The patient's wife called the clinic on (B)(6) 2014 with complaints of a sluggish PICC line. The PICC line was changed on (B)(6) 2014. Intravenous antibiotics were stopped on (B)(6) 2014 with removal of the PICC line. The primary investigator deemed the event as related to the patient's condition and unrelated to the lvad device. No further information was provided.